Event description:
During the transapical tavr procedure, the sapien xt was positioned 50:50 and was deployed in a 60:40 ventricular position. The post deployment 3d echo showed the valve did not have a good seal and paravalvular leak (pvl) was observed to be moderate-severe. The valve was post dilated with +2cc of extra volume. The post dilatation yielded little improvement - pvl was reduced to moderate-severe. The decision was made to implant a second valve in a more aortic position. The second sapien xt valve was deployed 60:40 aortic, which reduced the pvl to mild-moderate. The physician's were happy with the results. The patient left the room in stable condition. Pod4 the patient remained stable with no issues. The native aortic annular diameter measured 503mm² by 3d. The native aortic valve and leaflets were severely calcified. Per report, the patient had severe calcification on the extended portion of the annulus and the thv could not oppose the wall.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, the regurgitation was attributed to the severe calcification that was located on the extended portion of the annulus. The thv could not oppose the wall. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.